Event description:
It was reported by service report that the siderail can't be latch up due to broken toprail and no sharp edges were exposed. No patient involvement or adverse consequences are reported.